Event description:
It was reported that the patient had no therapeutic effect. The patient couldn't walk without leaking. It was stated that the implantable neurostimulator (ins) got turned off because she went to the court house and they used a wand over the device in her back. When the patient got home the device was off. The patient had gone to see a physician the day of report and the physician was able to turn the device back on. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID 3889-28, lot# v703024, implanted: (B)(6) 2011, product type: lead. Product ID 3037, serial# (B)(4), product type: programmer, patient. (B)(4).